Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device appeared to have delivered separate episodes of inappropriate therapy. In one episode, the ICD had delivered six bursts of anti-tachycardia pacing (atp) and one inappropriate shock. The other recorded episode it appeared that the ICD delivered six bursts of atp and six inappropriate shocks exhausting therapy. Boston scientific technical services (ts) reviewed the device's data, and it appeared that the therapy was due to atrial driven arrythmias. Device remains in service. No additional patient effects were reported.